Event description:
Event description guidant received information from this patient that his heart rate had dropped to 40 and he was feeling sick to his stomach. This device is part of the insignia failure mode 2 population, as described in the physician communication on september 22, 2005.,

Event description:
Boston scientific received information from this patient that his heart rate had dropped to 40 and he was feeling sick to his stomach. This device is part of the insignia failure mode 2 population, as described in the physician communication on september 22, 2005.

Manufacturer narrative:
A boston scientific technical services (ts) consultant referred this patient to his physician. A boston scientific sales representative was contacted in an attempt to get additional information, however confirmation of the patient and device status was not received. No additional information is available at this time. This event will be reopened if additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.